Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no physical damage to the pump. Review of the event history log showed an occurrence of a no disposable alarm. Functional testing was not able to duplicate the reported issue. The upstream and downstream occlusion sensors were replaced as a preventive measure. Additionally, the upstream sensor was re-calibrated. As the device was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review there was no indication that the complaint was related to a previous service event. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a no-cassette alarm. No adverse patient effects were reported by the customer.